Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 24 mmol/l (432 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include hyperglycemia, nausea, severe cramping and pain in the legs and shoulders and the patient was also diagnosed with rhabdomyolysis. When the patient got to the hospital, the patient removed the pod from the infusion site (hip/buttocks) and reported that the pod was coming loose from the skin and that cannula had dislodged. The patient was treated with intravenous fluids, potassium, and painkillers. The patient was released the after 2 days. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.